Event description:
The pump was returned for investigation. Investigation revealed that the display screen was blank. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on to a blank display with audio tones and vibrations functional. The pump case was removed and the display screen was found to be cracked. A test display was inserted and was found to function properly. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling from the base. Also unrelated to the complaint, evaluation revealed that there were scratches on the display lens. (B)(6).